Event description:
It was reported that a dissection occurred. The target lesion was located in left main coronary artery to left anterior descending artery. After deployment of the 2.50 x 38mm promus premier select drug eluting stent, an ostial dissection was noted in the ramus. A 2.50 x 20mm promus premier select stent was implanted to treat the dissection. The procedure was completed successfully and the patient fully recovered.

Event description:
It was reported that a dissection occurred. The target lesion was located in left main coronary artery to left anterior descending artery. After deployment of the 2.50 x 38mm promus premier select drug eluting stent, an ostial dissection was noted in the ramus. A 2.50 x 20mm promus premier select stent was implanted to treat the dissection. The procedure was completed successfully and the patient fully recovered. It was further reported that there was no issues with stent deployment, the balloon inflated, and the stent fully deployed at 14 atmospheres.